Event description:
It was reported that the customer had a sensor error and canula bent error. The customer's blood glucose level was 469 mg/dl. The customer was treated with manual injection. The customer was advised to return the sensor for analysis and will replaced it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.